Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. Therefore, the helix functions cannot be tested.

Event description:
It was reported that the patient underwent a generator change, at which point their physician chose to replace their right ventricular (rv) lead. During the surgery, a lead was attempted but not used due to helix extension issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.